Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 157, 113 and 127 mg/dl am fasting. The customer's expected blood glucose test result range was not disclosed. The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The customer was unable to provide product information (serial number, strip lot number); customer was unable to read the serial and lot numbers stating the print was too small. Product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.